Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown case the 31 device¿s anvil popped off the spike three times. The surgeon connected the anvil and the spike until a click was heard and then proceeded to close the anvil and three different times the anvil came off the spike. The fourth time the anvil stayed put and the surgeon was able to complete the anastomosis and the surgery. The surgery was no delay due to the reported event. Patient harm was not reported.